Event description:
It was reported that signal loss over one hour occurred for the transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4) from was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)